Event description:
The customer initially reported temperature has not risen. During his visit, the asp field service engineer (fse) found oil mist coming from the unit. The customer stated that there were no physical complaints reported. The fse repaired the unit.

Manufacturer narrative:
The fse found "smoke" coming out of the unit. He replaced the oil mist filter and the catalytic converter to correct. He ran an empty cycle that passed without issue.